Event description:
It was reported that rotawire and rotalink device entrapment occurred. The target lesion was located in a severly calcified proximal end of the left anterior descending coronary artery (lad). A 330cm rotawire was selected for use with a 1.5mm rotalink burr. During the procedure the rotawire became twisted with the rotalink burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the burr was stuck on the wire and both devices were directly removed from the patient's body without any intervention.

Event description:
It was reported that rotawire and rotalink device entrapment occurred. The target lesion was located in a severly calcified proximal end of the left anterior descending coronary artery (lad). A 330cm rotawire was selected for use with a 1.5mm rotalink burr. During the procedure the rotawire became twisted with the rotalink burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the burr was stuck on the wire and both devices were directly removed from the patient's body without any intervention.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire returned inside of a rotalink burr; it was stuck and it was not possible to release it. A section of 180 cm of the guidewire proximal end was out of the rotalink burr; the distal tip of the guidewire was out of the rotalink burr, too. The guidewire was kinked approximately at 3 cm and 147 cm from the proximal end; besides, it was bent in different sections. The distal tip was kinked approximately at 0.3 cm from the distal end. The rotational burr was found touching the spring tip. No more damages were encountered in the device. Dimensional inspection of the guidewire that could be measured were performed and were within specifications.

Event description:
It was reported that rotawire and rotalink device entrapment occurred. The target lesion was located in a severly calcified proximal end of the left anterior descending coronary artery (lad). A 330cm rotawire was selected for use with a 1.5mm rotalink burr. During the procedure the rotawire became twisted with the rotalink burr. The procedure was completed with another of the same device. No patient complications were reported.